Manufacturer narrative:
The reported events of defective device and oversensing were not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed under nominal and field settings indicated normal functionality. Further sensitivity evaluation measured at most sensitivity level found sensing parameters within normal range. Additionally, visual inspection of the header and connector found no anomaly related to field concern. A longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that noise leading to oversensing was observed on the right atrial (ra) channel and the right ventricular (rv) channel. A problem with the device's header was suspected, although no anomaly was observed. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that noise was observed on the right atrial (ra) channel and the right ventricular (rv) channel. A problem with the device's header was suspected, although no anomaly was observed. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.